Manufacturer narrative:
The device was returned to resmed. Evaluation of the device determined the remote alarm connector was broken. The chassis was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an alarm failure. There was no patient harm or serious injury reported as a result of this incident.